Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during the procedure, kissing balloon dilatation was performed, between the 2nd diagonal artery and left anterior descending (lad) artery. A proximal edge dissection occurred in the 2nd diagonal artery; however, as the vessel size was less than 2.5 mm and timi flow was 3, no intervention was performed. A perforation occurred in the lad, after post dilatation, and was treated with 2 covered stents. After covered stent deployment and stabilization of the patient condition, additional optical coherence tomography (oct) was performed. It showed an extending dissection to the proximal lad. An additional stent was implanted to treat the dissection. During the last optical coherence tomography (oct) run, thrombus was noted at the stent struts. Additional balloon dilatation was performed as treatment. The restenosis noted one month post procedure was in the proximal right coronary artery (rca), a non target vessel. No intervention has been performed to treat the restenosis in the rca.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, perforation, thrombosis, hypotension, and angina are listed in the xience pro a everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2019, to treat a lesion in the left anterior descending (lad) artery. A 2.75 x 28 mm xience proa stent was implanted. During the procedure, plaque shift/thrombus was noted; however, no treatment was provided. Additionally, a proximal edge dissection occurred and as well as a dissection in the proximal lad. No treatment was provided for the proximal edge dissection. Perforation of the lad occurred. The patient experienced a drop in blood pressure, requiring pericardiocentesis. Two additional covered stents were implanted treating the perforation and an additional stent was implanted to treat the dissection in the lad. Approximately 1 month post stenting procedure, the patient experienced unstable angina. The patient was re-hospitalized and coronary angiography noted in-stent restenosis. Additional intervention was performed to treat the restenosis.